Manufacturer narrative:
The exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e0506 captures the reportable event of hemorrhage. Impact code f2302 captures the reportable event of "patient was transfused with two (2) units of packed red blood cells (prbc).

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a second stage right percutaneous nephrolithotomy (r pcnl 2nd stage) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient had intra-operative bleeding with an estimated blood loss of one (1) liter. The patient was transfused with two (2) units of packed red blood cells (prbc). One day post-procedure (pod1), the patient was discharged from the hospital without further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b7 (other relevant history) has been updated based on the additional information received on may 16, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of hemorrhage. Impact code f2302 captures the reportable event of "patient was transfused with two (2) units of packed red blood cells (prbc)."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a second stage right percutaneous nephrolithotomy (r pcnl 2nd stage) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient had intra-operative bleeding with an estimated blood loss of one (1) liter. The patient was transfused with two (2) units of packed red blood cells (prbc). One day post-procedure (pod1), the patient was discharged from the hospital without further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.